Manufacturer narrative:
Device was received with pump error 38 during rewind due to jammed motor gearbox.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 476 mg/dl. Customer also reported that the insulin pump had pump error. Customer tried to clear the alarm 3 times but she was just going through circles. The device will be returned for analysis.